Event description:
Bone screw passed through the shell and failed to engage into the shell. Screw embedded approx 3mm into bone. No pt injury resulted. The shell was removed and then the screw was removed without incident. The same shell and another screw were used to complete the surgery without problem.